Event description:
Boston scientific received information that this right ventricular (rv) lead had impedances at implant around 600 ohms and over the lifetime of the lead increased to 1393 ohms. Sensing and thresholds were stable and no noise could be created. It was later suspected that this lead had a fracture. Initially nothing was shown on the x-ray. However, the physician elected to revise the lead and it was then reported that a fracture was confirmed on the x-ray. No adverse patient effects were reported. As a result, this lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.